Event description:
Related manufacturer reference number: 3006705815-2022-15129. It was reported after a series of falls the implanted leads migrated. X-rays confirmed one lead migrated. Surgical intervention may be pending. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.